Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with an unspecified antibiotic (dose, route, frequency, and duration were not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 4 of 4 involved in this event.